Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken black connector nut was confirmed. The returned system controller (serial number (B)(4) was observed to have a broken black connector nut upon arrival. The controller was functionally tested and was found to perform as intended. The broken nut did not prevent it from appropriately operating the mock loop during analysis. A log file was extracted from the controller during testing, however it contained no atypical events, and the damage to the controller did not prevent it from operating as intended throughout the data. The root cause of the damage to the controller¿s locking nut was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into the clinic because his black power cable had a broken connector. The piece that screws the power cable to the clip is broken. Patient had their controller exchanged.